Manufacturer narrative:
Physio-control evaluated the customer's device and found the battery discharged and past expiration date. Battery was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
During routine preventative maintenance testing by physio-control, the device's battery was found not charged. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.